Manufacturer narrative:
Colonic ftrd was used to treat a lesion in the descending colon. After successful clip deployment, the snare became stuck in the tissue which could not be resected, possibly related to electrosurgical settings. The patient was sent to surgery for tissue resection and was discharged the following day. Since the affected product was discarded, no technical evaluation was possible. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
It was reported that colonic ftrd was used to treat a lesion in the descending colon. After successful clip deployment, the tissue was not resected with the ftrd snare. The patient was sent to surgery for tissue resection and was discharged the next day.